Event description:
The company field representative reported the procedure was completed successfully, however, two days post procedure, the pt reported having abdominal pain. The hospital performed a CT scan which showed a small amount of air and fluid in the abdomen. A chest tube was inserted to drain the fluid. The pt's white blood count (wbc) was found to be elevated (13,000 to 14,000). The physician prescribed antibiotic as a precaution. The pt spent one week in the hospital and was released and was reported to have fully recovered.

Manufacturer narrative:
The customer did not allege any device malfunction or procedural issue.